Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 4. The baxter technical representative (tsr) explained the alarms to the home patient (hp) . The tsr had the hp cycle power off and on, and se 2367 occurred. The tsr had the hp cycle power again, press "go to start", pressed "go" once at "load the set" , remove cassette. The tsr advised the hp to dispose of current supplies and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient(hp) was contacted on (B)(6) 2011. The hp stated that he noticed before therapy that the yellow stopper in the medication port of one of the bags was missing. The hp stated that is what most likely allowed air to enter the machine. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. The hp also stated no companion samples were available. The hp stated this was an isolated incident. The hp also stated they did not develop any adverse reactions or need any medical intervention.